Event description:
It was reported that a patient with a 23mm inspiris aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to severe stenosis. The tavr was completed with a 23mm 9755rsl transcatheter valve. The patient was presented with shortness of breath, syncope and admitted for pulmonary edema.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.